Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening), lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation bipap pro was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed an unknown contaminant on the accessory flip doors, top enclosure, front panel, and bottom enclosure. A dust-like contaminant was observed on the top enclosure, front panel rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the top enclosure and rear panel. What appeared to be an insect carcass was observed on the bottom enclosure. What appeared to be a keratin-like substance was observed on the outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening), lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.